Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer stated that they were hospitalized for the high blood glucose on (B)(6) 2015 in the morning and was administered a glucagon shot. The customer stated they kept eating to bring their blood glucose levels back up after it dropped down around 40 to 50 mg/dl. The patient's blood glucose was 303 mg/dl at the time of the call. The customer was informed that the sensor needs to be replaced. The customer was sent a new sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.